Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: not provided due to personal data privacy legislation/policy. Section d6a, if implanted, give date: not applicable. There is no indication the lens was implanted. Section d6b, if explanted, give date: not applicable. There is no indication the lens was implanted. Therefore, it was not explanted. Device evaluation: product evaluation was not performed because the product has not been received. The complaint issue reported could not be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search of complaints related to this production order (po) was performed. The search revealed one additional complaint folder was received for this po. Although this complaint issue reported is related, the issue could not be confirmed as related to manufacturing. Therefore, no further actions are required. Conclusion: based on the investigation, no malfunction or product deficiency was identified. Attempts have been made to obtain the missing information. However, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the physician folded a non-preloaded monofocal intraocular lens (iol) and initiated insertion when the haptic broke off. The lens was partially inserted at the time of the event. The device was removed without the need for unplanned incision enlargement, sutures, or additional medical treatment beyond standard of care. There was no procedural delay, and the directions for use were followed. Patient outcome is unknown. No further information was provided. The issue reported with two lenses; this report pertains to one of the two. A separate report was submitted for the other lens.